Event description:
The clinician reports the implant was inserted (B)(4) in the patient's mouth. Details of surgery: sinus augmentation. On (B)(4), non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.